Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed the user test and delivered a 300j monophasic shock when 360j biphasic was selected. As a result, the incorrect defibrillation therapy was delivered. This was observed during a routine check of their device. Upon evaluation of the customer's device, physio-control observed an event code logged in the device¿s memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. This event code is related to issue that the customer reported. In addition another event code was logged in the device's memory that is related to a potential failure of the device to charge for defibrillation. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device failed the user test and delivered a 300j monophasic shock when 360j biphasic was selected. As a result, the incorrect defibrillation therapy was delivered. This was observed during a routine check of their device. Upon evaluation of the customer's device, physio-control observed an event code logged in the device¿s memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. This event code is related to issue that the customer reported. In addition another event code was logged in the device's memory that is related to a potential failure of the device to charge for defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to a electrically shorted transistor, designator q7. Q7 caused 80% of the target energy to be delivered in a positive monophasic waveform during each shock.